Event description:
On (B)(6) 2010, pt reported the down button on the infusion device responded intermittently over the previous week. Down button did not respond at all when pt tried to cancel a bolus on day of report. Infusion device was not dropped or exposed to water. Pt boluses 6-7 times per day, and the button remains flat when pressed. Infusion device has been used since 2009. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.